Event description:
Pt has known case of sick sinus syndrome status post pacemaker insertion on 1989. The pt has been under pacemaker monitoring service by telephone. They rported that her pacemaker was malfunctioning. Reverted to ventricular pacing instead of dual chamber. Evaluation in office indicated that her pacemaker was working in vvi mode at 60 per minute, and chest x-ray showed normal pacemaker lead position. Pt admitted for generator replacement.